Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the unit did give an alarm after the battery was replaced, due to a leaky voltage on the interface board.

Event description:
It was stated that the insulin pump was alarming and clearing the time and date every time the battery was replaced. The caller also stated that the patient was hospitalized due to diabetic ketoacidosis, with a blood glucose of 455 mg/dl. The mother stated that the patient had been playing baseball the night before the event took place. The mother declined troubleshooting, and requested a replacement insulin pump. Nothing further was reported.